Event description:
It was reported that the device tip broke off in surgery.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. During inspection of the 3.4mm soft tissue grasper without ratchet (120mm), it was confirmed that the lower portion of the devices jaw was broken off. The broken piece was retrieved during surgery, but was not received with the returned product. The probable root cause/s could be user mishandling or user excessive force. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device tip broke off in surgery.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.